Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The product was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use (nicked or gouged) the dovetail feature is compressed, also fractured on the medial side of post, all pieces returned. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a previously addressed design deficiency. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2018 -02858.

Event description:
It was reported that upon checking the trays to go back on the office shelf it was found that the persona tasp was broken in the tray. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.